Event description:
This report is related to medsun report (B)(4) sent to roche by FDA. Roche contacted the customer for additional information and discrepant results were provided for 1 patient sample tested for calcium gen. 2 (ca2) on a cobas 8000 c 702 module. The initial result was 7.4 mg/dl. The repeat result was 9.5 mg/dl.

Manufacturer narrative:
The ca2 reagent lot number was 744185 with an expiration date of 30-nov-2024. The field service engineer (fse) found a clog in the tube going to the vacuum tank. The fse unclogged and cleaned the tube. A 21-cup precision was performed. The investigation is ongoing.

Manufacturer narrative:
The patient sample was repeated due to a failed laboratory delta check in the customer's middleware system. The repeat value was deemed correct. The last calibration performed on (B)(6) 2024 was ok and there were no alarms. Upon review of the alarm trace, abnormal aspiration errors and sample short errors were observed. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.